Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 2.2. Date: (B)(6) 2012, lab: 10.2. Time between testing: unknown. Patient wasn't feeling well (had a nosebleed), and went to the hospital. Patient has been testing on the inratio meter since (B)(6) 2012. For the past few weeks, the patient has had trouble with technique, so he has been going into office for help with testing. Since this event, the patient's doctor has stopped his coumadin therapy. Patient is currently on chemotherapy.

Manufacturer narrative:
No data analysis was performed because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis is appropriate. Patient is undergoing chemotherapy. Patient's current treatment cannot be ruled out as a cause for unexpected inr results or errors in testing. In-house therapeutic donor testing has been performed on reported lot number 272729 on (B)(6) 2012. Results as follows: donor: 205, inratio: 3.1, 3.1, 3.4, reference: 3.79, bias threshold: 2.79 - 4.79, percent cv: 5.41. Donor: 206, inratio: 2.9, 3.2, 3.3, reference: 3.55, bias threshold: 2.55 - 4.55, percent cv: 6.64. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced percent cv less than 16 percent. Precision criteria has been met, and no further investigation is necessary. Conclusion: customer's tests were performed over 3 hours apart. It is reasonable to expect changes in the status of the patient. Accuracy discrepancy could not be established. Patient was on chemotherapy. Patient's medication may affect test accuracy. Product was not expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, 48 discrepant result complaint were reported for lot number 272729 yielding a complaint rate of (B)(4) percent. Action threshold (B)(4) has been reached. Strip lot in complaint has strip code (B)(4) which brick lot number 257210 was assigned and packaged into strip lots (272729 and 272566). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4) percent, no further action is required. Corrective action is not required at this time.